Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported an explantation of an intraocular lens (iol) due to dislocation. The initial implantation was approximately 10 years ago. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received indicating that the patient was referred for a consult of a dislocated iol. The previous surgeon notes indicated that the patient had a complaint of blurred vision. The surgeon believes the dislocated iol occurred due to the loss of zonules however, no information was provided indicating the cause of the zonular loss. The patient underwent iol exchange with pars plana vitrectomy, kahook goniotomy, and limbal relaxing incision of the left eye. The patient's vision is "great" following the procedure.